Event description:
Greenfield vena cava filter was placed on august 3, 1992. On august 5, thrombolytic therapy was initiated. CT scan identified hemorrhage in the pelvis and patient experienced hypotensive crisis. Exploratory surgery performed on august 6, 1992 and hematoma evacuated. Filter appeared to have migrated from original placement; also some deformity of the limbs was seen. Diagnosis: retroperitoneal hemorrhage secondary to thrombolysis vs. Device migration. Patient expired on september 3, 1992.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.